Event description:
The customer reported having an urgent care visit of 415mg/dl. The customer stated that the insulin pump alarmed no delivery while being at a conference. The caller stated that the device was malfunctioning, and her blood glucose was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.